Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to increase pacer output. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. Additional information received from the customer indicated that the pace dial knob has been replaced to resolve the malfunction. No trend is associated with reports of this type.